Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site but was not able to reproduce the issue. The isi fse replaced the mtm 2 as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the mtmr, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon faced latency with the right master tool manipulator (mtmr) on the surgeon side console (ssc) 1. The surgeon stated that the fault was more on the mtmr end than on the instrument-controlled end. The isi tse found nothing relevant in the logs according to the feedback provided. As there was one surgeon and 2 sscs, the isi tse asked the surgeon to move to ssc 2 whenever it was possible. The customer called back to inform the isi tse that the same surgeon did not encounter any issues after switching to ssc 2. The site completed the procedure as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm arm involved with this complaint and completed the device evaluation. During failure analysis, the mtm was tested (sine cycle) and operated without error. As a preventive measure, the axis 5 motor, axis 5 magnet cup, magnet, pitch shaft were replaced. Following this, the mtm was subjected to further testing and was restored to specification.